Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent mis fusion at l4-l5 due to stenosis. Intra-op, while tapping, a small piece of the tip of the tap broke. The guidewire also kinked at the end of the drill guide. The product came in contact with the patient. The broken piece of the tip was recovered and no fragment of the broken product remained inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the instrument confirmed the tip of the tap is bent and has been broken in half. The broken tip, that is missing, is about 15mm long. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.